Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that cardiac perforation, pericardial effusion, and cardiac tamponade occurred. The patient was sedated with general anesthesia. A 0.032 amplatz super stiff guidewire, a watchman trusteer access system (was), and a 24 mm watchman flx pro laa closure device & delivery system (wds) were selected to be used in a left atrial appendage (laa) closure procedure. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and while performing the tug test on the closure device, intracardiac echocardiogram (ice) imaging showed that there was a pericardial effusion, resulting in hemodynamic compromise. It was thought that during the placement/positioning of the device there was a perforation of the laa. It was noted that the guidewire was advanced/retracted more than once during positioning. The physician performed a pericardiocentesis, and additional units of blood were administered. The devices were removed and the laa closure procedure was abandoned, and the patient was sent to surgery for repair of the perforation. The patient was hospitalized, did well following surgery, and was expected to make a full recovery.